Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a basal. Customer's blood glucose was unknown. The customer stated the alarm occurred 5 times in the past 30 days. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.